Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: review email attached for additional information stating. Code: vcp311h lot: av3952. Additional information requested: were there consequences for patients? If yes, please specify. No. Did the suture thread break during use on the patient? If different, please provide details of the alleged deficiency. Yes, the suture is mounted on the needle holder, and when the stitch is passed through the glandular tissue, the needle is disassembled from the thread. When did the alleged deficiency occur (package removal/during handling prior to use on the patient/during passage through tissue /during tying/postoperative)? Name of the procedure? Rhinoplasty. Provide the source or the name and title of the external person providing responses for follow-up (external person submitting responses to the sales representative). (Name), head of pharmaceutical service. Provide the status of the devices, as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We have the product; it will be shipped to (B)(6) (B)(6) 2025. Code: 8423t lot: av0141. Were there consequences for patients? If yes, please specify. No. - did the suture thread break during use on the patient? If different, please provide details of the alleged deficiency. No, the suture is mounted on the needle holder and when it is removed from the envelope it is disassembled. - when did the alleged deficiency occur (removal of the package / during handling before use on the patient / during passage through the tissue / during tying / postoperative)? - name of the procedure? Biopolymer recall - provide the source or the name and title of the external person providing responses for follow-up (external person submitting responses to the sales representative). (Name), head of pharmaceutical service - provide the status of the devices, as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We have the product, it will be shipped to j&j 16/01/2025 the products will be shipped in separate boxes.

Event description:
It was reported that a patient underwent a biopolymer recall procedure in 2024 and suture was used. During the procedure, customer returns due to breakdown. Additional information was received and stated that the suture is mounted on the needle holder, and when the stitch is passed through the glandular tissue, the needle is disassembled from the thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty overwrap, one labeled winding former with a suture partially dispensed and one detached needle were returned for analysis. After investigating the sample, it was found that the swage and attachment area did not meet the expected standards. The impact on the edge of the swage area of the needle caused the suture to be severely cut due to an incorrect swage, resulting in a pull-off. Based on the information currently available, incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.